Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the starclose se device after an unspecified procedure. Reportedly, "the device failed." It was not specified how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no additional info was provided.